Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a stimulator taken out because it had affected their heart. No further information was provided. Additional information has been requested, but was not available as of the date of this report.